Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the implant has never worked. Patient referenced they have never used the mystim pc app. The patient reported they want to have the implant removed and are meeting with the doctor about it on april 23rd. Patient inquired about MRI eligibility. Patient confirmed full body eligible. Agent documented events. The patient reported the device just never did them any good. The cause was not determined. The patient noted they were going to remove it on june 14.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.